Event description:
It was reported that a patient suffered a head laceration due to trauma, with a length of 2.5cm and depth to the subcutaneous area and underwent a debridement procedure and suture was used. The wound was painful, edematous, and bleeding. On the first day after surgery, at noon, a fever occurred at t: 39.2 . The wound appeared to be red, swollen, itchy, and painful, accompanied by purulent secretion exudation. The patient had post-op inflammation. The doctor removed the suture, intramuscular injection of finagen, intravenous drip of cefuroxime sodium, intravenous injection of dexamethasone, oral administration of nimesulide tablets, and then the patient's symptoms gradually improved.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was any surgical intervention required? Please provide details. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient have an infection? Other relevant patient history/concomitant medications? Were cultures performed? Results? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the event date should update to be 2023-jun-24.